Event description:
Caller states the patient tested 2.5 inr on coaguchek s system 1 and 2.0 inr on coaguchek s system 2. No actions were taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in coaguchek s system 1 (lot number 835a, expiration date 07/31/2010). Reference medwatch report with patient identifier (B) (6) for the suspect device used in coagucheck s system 1.